Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak from their alinity m system. The customer reported they noticed a leak coming from underneath alinity m system serial number (B)(6). The solution left the footprint of the alinity m system. The customer cleaned the leak using personal protective equipment (ppe). Potential source of the leak is the lysis cradle. There was no report of injury or exposure to the leak.